Event description:
Same case as MDR# 2134265-2012-03518. It was reported that during a stenting treatment procedure, removal difficulties, and tip detachment occurred. The lesion being treated was located in the left circumflex artery. Upon removal of a 8mm x 1.50mm apex balloon catheter it became stuck on a 300cm kinetix guide wire and about 1mm of the guide wire tip came off. The balloon catheter and guide wire were unable to be separated and were removed as a unit. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).